Manufacturer narrative:
The blade subject to this complaint was not returned for evaluation. Lot no. Details were not provided. Based on the information provided and other more recent complaints reporting similar events, the root cause for the complaint is determined to be multi-factorial.

Event description:
It was reported that the mount tabs broke off the blade. No adverse consequences were reported.